Manufacturer narrative:
H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned actual sample; 213 is based upon inspection of the unused returned sample. This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the anchor, collagen, tamper tube, and an unused device. The device was visually inspected and found to have been in used condition. The anchor and collagen were tamped, and the black compaction marker was present. The tamper tube was also returned with the components. An unused device was returned, and the device was opened and inspected. No damage or issues were identified with the components. The complaint was confirmed for vessel occlusion due to improper technique. The exact root cause was unable to be determined. The likely cause was determined to have been improper deployment technique resulting in collagen deposition into the artery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
E3: occupation: registered nurse. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they had a left heart catheterization (lhc) procedure performed via right femoral artery. Femoral angiogram performed to assess for appropriateness of closure device. The doctor decided to use the angio-seal device (as). A crack happened and the doctor noticed the green tamper tool was missing. A small hematoma was forming, and manual pressure was applied to achieve hemostasis. Concerned about disposition, the doctor performed an ultrasound of the femoral artery. Ultrasound showed approx. 3/4 of the angio-seal device to be intravascular. Although there was no compromise at this time to blood flow distal to the angio-seal, the concern was the device may embolize at a later point. Decision was made to bring patient to the operating room for retraction of angio-seal device. Patient was in hospital recovering. The angio-seal device has been thrown away, however pieces of what was retracted was collected and sent to pathology lab for analysis. The estimated blood loss was less than 250cc, additional information was received on 14feb2024: accessing the vessel, no issues were noted to cause concern for device success. The operator followed guidelines to locate the vessel with delivery sheath and arteriotomy locator in the usual fashion. There were no issues or resistance felt with advancing the angio-seal device through the delivery sheath. Angio-seal was advanced into the sheath until connecting and 1st "click" was obtained. Operator pulled back on angio-seal while holding delivery sheath in place and 2nd "click" was obtained. Operator mentioned performing a light "tug" on angio-seal to ensure 2nd "click" was fully engaged. At this time, the angio-seal separated from the delivery sheath and was inadvertently pulled back. The delivery tube that houses collogen was still within the delivery sheath. At this point operator decided to re-advance the angio-seal device back into the delivery sheath and engage the angio-seal sleeves into the delivery sheath (as normal). When pulling the device back as one system, the delivery sheath and angio-seal system was removed from vessel and patient body. At this point the operator noted the suture was not attached to the system. The operator also noted the green tamping tool was not present on the suture string and patient was bleeding at the access site. Manual pressure was applied to achieve hemostasis. The physician performed radial access and placed a catheter somewhere in the abdominal aorta (unsure of what level) to perform non-selective right lower extremity imaging which showed the angio-seal located within the femoral artery. An ultrasound was also performed which also confirmed complete disposition of angio-seal intravascular. Both imaging tools showed angio-seal to be intravascular, but not flow limiting. The nurse noted the patient's pedal pulses had changed from 1+ pre procedure to doppler post. The patient was consulted by vascular surgery and taken to the or for extraction of the angio-seal. Patient has recovered and been sent home. The sheath size used was a 6fr. After speaking to the operator, no issues were noted with accessing the femoral artery. A pre-deployment angiogram was performed to confirm patient is a good candidate for device.